Manufacturer narrative:
Concomitant medical devices: d294trk ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's lead had a patient alert for a lead integrity alert (lia). The patient's right atrial (ra) lead and right ventricular (rv) lead had oversensing and noise. After review it was noted there was electromagnetic interference. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.